Event description:
Patient had femoral head and acetabular liner revised. Existing acetabular screw was also removed at time of this revision, and not replaced.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to manufacturer.